Event description:
This is the 1st of 2 new complaints separated from the original reported event in complaint (B)(4). The tip broke in the patient when the physician was trying to cross the lesion. The tip was attached to the wall using a stent. The product was not resterilized. The wire was not removed from the dispenser by the floppy end. It was not kinked or damaged in any way prior to insertion into the patient or pre-shaped. The lesion was not a chronic total occlusion (100% occlusion for > 3 months. The wire behaved ''normally'' and the torque response was good. The wire kinked while being used and was advanced through the struts of an existing stent. The wire tip prolapsed once during placement and remained in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature and did not become fixed or caught at any time prior to the event. The wire did not become fixed or caught at any time. It was not torqued against resistance. The patient is very well.

Manufacturer narrative:
The report received from the affiliate indicated that during a coronary angioplasty, "the tip of the guide wire broke." Additional information was received that the tip broke in the patient when the physician was trying to cross the lesion. The tip was then attached to the wall using a stent. The product was not resterilized. The wire was not removed from the dispenser by the floppy end. It was not kinked or damaged in any way prior to insertion into the patient or pre-shaped. The lesion was not a chronic total occlusion (100% occlusion for > 3 months. The wire behaved "normally" and the torque response was good. The wire kinked while being used and was advanced through the struts of an existing stent. The wire tip prolapsed once during placement and remained in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature and did not become fixed or caught at any time prior to the event. It was not torqued against resistance. The patient is doing well. The complaint product was not returned for evaluation, but two wires of the same lot were returned and analyzed. Two sterile sgw atw .014 j floppy 195cm were received for analysis in the original pouches. No visual damage was noted on the units. The guide wires were removed from hoop and were inspected under microscope, no damage was found in any of the units. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01804266. This packaging lot contained 500 units, which were shipped from lake region medical limited on april 9, 2011. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failure by the customer as "distal tip-fractured-separated/in patient" was not confirmed since the complaint product was not returned. Based on the information available for review, there are possible procedural factors (kinking, difficulty delivering through a stent, prolapsed tip) that may have contributed to the event. Neither the DHR review nor the product analyses of the returned units of the same lot suggest that the condition reported by the customer could be manufacturing related, therefore, no actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The exact event date is not known and the date provided is for purposes of the report only. Please note that this event was initially reported as part of one complaint that involved three devices under report numbers 1016427-2011-00117, 1016427-2011-00118 and 1016427-2011-00119. However, it was confirmed that the events occurred in 3 separate patients. Therefore, the three products in the original complaint (B)(4) were separated into three separate complaints. The regulatory reports will no longer be associated. This device was previously reported under report number 1016427-2011-00118 but no further reports will be forthcoming under this initial number. All additional information received will be submitted under report number 1016427-2012-00003.